Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2011. Approximately 10 months after the initial procedure the patient had a right knee revision on (B)(6) 2012. The patient has suffered the following injuries and complications: joint pain, swelling and stiffness, limited rom, loss of mobility, blood was escaping from the vein three places in the knee, revision surgery, failed unstable knee implant and cracking sound in knee. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H6. Investigation results - the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided. These devices are used for treatment not diagnosis.